Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify a broken force sensor was detected during seating or regular delivery due to motor error alarm. (B)(4).